Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were coming out crooked and device misfiring. The device was producing malformed clips. There was no pt consequence.